Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 3,000 ohms. Additional information was received that the patient was seen in the clinic. Isometrics testing as performed in which no noise was observed and pace impedance measurements were back within normal range. The patient will continue to be monitored. The lead remains in service. No adverse patient effects were reported.